Manufacturer narrative:
(B)(4). Eval, results: (endoleak), (cause of event is unk). Conclusions: (cause of event is unk).

Event description:
An endurant stent graft system was implanted in a pt for the endovascular treatment of a 5.6 cm in diameter abdominal aortic aneurysm. Aneurysm and vessel morphology was not reported. It was reported that the pt had an unk endoleak at the end of the index procedure. The physician was not sure whether it was a type I or IV. After the 1st completion of the angiogram the injection pressure was at 900 psi. They lowered it to 650 psi and also placed the pigtail wire lower in the body of the graft. The leak was much less pronounced but still visible. The physician took another shot with the pigtail wire just above top of the graft, at 650 psi. There was still an endoleak but not as prevalent as on the 1st run, about the same as 2nd run where pigtail wire was lower in the body. The physician believes it is a type IV; the source appears to be at the hips, just a little above the flow divider, on the pt's left; the gate was posterior but toward the pt's left. No clinical sequelae were reported and the pt is fine. An internal review of several still angio images at implant show a likely type IV endoleak is visible near the hips of the bifurcated stent graft.